Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m91-ts, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1141450 rev e (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition is stated as cerebral palsy. The consumer stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer called stating that the tilt switch on the m91 power chair allegedly is not working. Dealer sent driver to review the chair and stated that the egg switch needs replaced. Part ordered on warranty (B)(4). No injury.